Event description:
The sterilization trays, #400499, for the handheld cameras, #470035, we recently purchased are a poor design. The intuitive wire rack, of the same construction, for the robotic scopes quickly obtained the reputation years ago of putting holes in the wrap. We stopped using the one rack we had purchased once we realized this issue. Never did we expect to get another rack of the same construction with the purchase of the handheld cameras. Within the first couple of days, we have experienced multiple holes in the wrap. Once sterilized, the tray is put on a plastic rack with foam under each corner. Even with this precaution the tray was found to have the above holes. We will now have to remove the handheld cameras from the racks and put them into hard containers to prevent this issue. We received RMA [redact] to return these trays and expect full credit.